Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert and presented to the hospital. Upon device interrogation, the right ventricular lead exhibited low impedance and high ventricular rates that lead to high voltage therapy. It is unknown if the high ventricular rates were due to oversensing. The patient was admitted. No further information was available.

Manufacturer narrative:
Correction: adverse event should not have been checked since patient did not receive inappropriate high voltage therapy. Correction: required intervention to prevent permanent impairment/damage (devices) should not have been checked since patient did not receive inappropriate high voltage therapy. Correction: should be marked as malfunction since patient did not receive inappropriate high voltage therapy. Correction: patient code - should be no known impact or consequence to patient since patient did not receive inappropriate high voltage therapy correction: device code should not have inappropriate shock since patient did not receive inappropriate high voltage therapy.

Event description:
New information received on (B)(4) 2018 indicated that the right ventricular lead exhibited noise oversensing leading to high ventricular rates. The patient did not receive high voltage therapy.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented for procedure on (B)(6) 2019 and the lead was capped and replaced. The patient was stable post procedure.